Event description:
It was reported that two closure tops migrated out of their mating iliac screws post-operatively. A revision surgery is scheduled. This is report four of four for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
H6: additional method codes: 4109 and 4110. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the device was not returned, however x-rays were provided which show that the closure tops migrated out of the screws. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. DHR review: the lot number was not provided, so the DHR was unable to be reviewed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that two closure tops migrated out of their mating iliac screws post-operatively. A revision surgery was performed in which the closure tops were removed and replaced while the iliac screws remained implanted. The patient's pain and posture improved following the revision surgery. The initial construct was t-11 to ilium. This is report four of four for this event.

Manufacturer narrative:
Corrections in b5 and h6: patient codes. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference reports 3012447612-2023-00375 through 3012447612-2023-00378.

Event description:
It was reported that two closure tops migrated out of their mating iliac screws post-operatively. A revision surgery was performed in which the closure tops were removed and replaced while the iliac screws remained implanted. The patient's pain and posture improved following the revision surgery. The initial construct was t-11 to ilium. This is report four of four for this event.